Manufacturer narrative:
(B)(4).

Event description:
A manufacturer employee alleged an overdischarge. Communication could not be established with the patient programmer or the implantable neurostimulator recharger (insr). The patient was not feeling stimulation or a stimulation sensation anymore, but it was not known when the patient lost the stimulation sensation. It was also unknown when the patient noticed she couldn't communicate. The patient claimed the last successful recharging session was about a month ago. The reason the that recharging was not maintained was because of an issue with recharging. The manufacturer employee spoke with the managing doctor about the pocket because the patient gained "a lot" of weight since implant. The manufacturer employee thought that the battery seemed too deep to get successful telemetry. It was also reported that the patient claimed it had always taken too much time to charge the battery, that the difficulty charging started in 2013, and that the patient does not get good coupling. It was noted that the medical doctor is likely going to revise the pocket, and the caller wanted to know if it would be possible to bring the battery out of overdischarge after this procedure. A follow-up report will be sent should additional information be received.